Event description:
It was reported that the user experienced an urgent low glucose event with a fingerstick value of 46 mg/dl after observing declining sensor readings in the 70s and treated with oral glucose tablets, then contacted support for guidance. Symptoms included no reported clinical symptoms. Outcomes included self-treatment with oral glucose, monitoring with fingerstick and sensor values, and stabilization of glucose to readings in the high 70s to low 80s without further medical intervention or hospitalization. Investigation included telephone troubleshooting and user education regarding timing and quantity of carbohydrate treatment and announcing carbohydrate intake consistent with actual meal size. Investigation of this case revealed no device malfunction and suggested that the event was consistent with hypoglycemia of unclear cause, with a contributing factor of a smaller-than-usual lunch despite announcing as normal, which could lead to relative overdosing. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.